Manufacturer narrative:
H.6 - results- 3088 & 3211 is based upon the evaluation of the user facility information & the returned photo; 213 is based upon the evaluation of the retention sample. H.6 - conclusions - 77 is based upon evaluation of the user facility information & the returned photo; 71 is based upon evaluation of the retention sample. The involved device was not returned to the manufacturing facility however a photo was provided by the user facility. Therefore, the investigation was based upon evaluation of user facility information and a returned photo and the retention samples of the involved product/lot number combination. Visual inspection of the photo confirmed the needle was bent from the hub and the cannula seemed not engaged under the sheath tooth lock. A visual and sensory inspection of the retention samples revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported a sg2 safety needle did not close all the way. Follow up communication with the user facility reported the following: "needle sticks have happened in the past"; it was reported no needle stick occurred since they noted the needle was unprotected and did not attempt to handle it further; it was reported that "facility practice is to activate safety on table top"; the injection was delivered to the patient as intended; and there was no impact to the patient. The customer reported similar events for other devices. See MDR numbers 3003902955-2016-00012 and 3003902955-2016-00013 for details.